Event description:
It was reported by the patients relative that the patient had recently used a "kyrobak" device for low back pain and the patient felt weak and "almost passed out after using it." Caller was encouraged to follow-up with their physician regarding the symptoms and contact the kyrobak manufacturer for potential electromagnetic interference (emi) information. Follow-up was able to be conducted as the patient is not listed in the device manufactures device registration. Information provided to the caller was relative to if the patient has a medtronic implantable pulse generator (ipg) as we are unable to verify what device the patient has implanted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.